Event description:
Customer advised lancet protrudes from the cap of the lancing device. Customer advised the lancet was properly seated in the device when it was protruding past the end cap. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.